Event description:
It was reported via repair work order that the bed was out of calibration resulting in loss of motor functions due to a base angle sensor malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.